Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative a visual and functional assessment was performed on the device the following steps failed: check attachment coupling check cannulation of handpiece check for unintended motion check fwd / rev modes function check osc mode function check oscillation angle check switching function fwd / rev in running mode check power with power test bench. During the service evaluation the following failures were identified: functional: will not run - electrical control unit damaged device interaction (2+ devices): cannot engage attachment - coupling. Conclusion: failure reported is not confirmed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the small battery drive device kept stopping and was very noise when running, especially in reverse mode. It was unknown when the event occurred. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.